Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. Analysis of the log file provided by the account confirmed multiple pi events, power elevations, and a low flow hazard alarm on (B)(6)2015. The remainder of the file contained no additional hazard alarms. A correlation between the device and the reported event could not be conclusively determined, as the device remains in use. The instruction for use explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient showed no signs of hemolysis. An echocardiogram showed normal pump function, and no further issues were noted.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit, the patient's lvad was interrogated and they noted multiple events on the evening of (B)(6) 2015 with estimated flows greater than 10 lpm and pump powers greater than 15 watts. It was stated that the patient also had an isolated low flow event with the pump power elevated to 21.2 watts on the same day. It was reported that the driveline was without any areas of compromise. The patient was asymptomatic. It was mentioned that low flow did not register on the system controller nor did the patient hear an audible alarm. The manufacturer's technical services reviewed the provided log file, which confirmed that power and flow fluctuations occurred on (B)(6) 2015, but were later back to baseline values. Technical services reported that the power and flow fluctuations could have been associated with something being ingested into the lvad. No additional information was provided and no subsequent events have been reported.